Event description:
It was reported asymptomatic patient presented in clinic for follow up with device post sensed t wave oversensing on ventricular channel. Patient received inappropriate hv therapy. Programming changes were made during device check. Patient was stable after event.